Event description:
A caller reported a notification indicating a minimum fill level. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support on the recommended insulin level for cartridge reloading and was instructed to get new supplies and attempt to fill and load a new cartridge. Successful loading allowed the customer to resume insulin use. Technical support followed up, confirmed the issue was resolved.